Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's mother thinks that the infusion device has not delivered the basal rate during the past week. The patient experienced elevated blood glucose levels as high as 33 mmol/l (594 mg/dl). The patient was able to correct the elevated blood glucose levels via insulin injection. The patient stated that the device consumes batteries often and she has missed a w2 (cartridge low) and w1 (battery low) message. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
High power consumption: the insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump. The high power consumption led to a quick voltage drop, therefore no w2 (warning battery low) before e2 (battery empty) message was triggered. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump. Delivery accuracy: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.